Event description:
It was reported that the patient presented in the emergency department. Upon device interrogation it was noted that, the lead exhibited low impedance and noise. No intervention was performed. The patient was asymptomatic due to the event.